Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the snare wrapped around the polyp could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the electrosurgical snare during an endoscopy procedure, an issue was observed. When attempting to remove the snare, it was wrapped around the polyp, and the user was unable to remove the polyp without ripping a significant portion of the polyp with it. The snare was replaced, and the procedure was completed. There were no reports of patient harm.